Manufacturer narrative:
Based on the descriptions of the event by user facility, the device functions normally. The initial observation of no flow could be due to poor connection with connector used on patient site.

Event description:
Smartezpump (se0200-100, lot# unknown) containing meropenem 1 gram in 0.9% sodium chloride 100ml would not infuse. Medication eddrips when disconnected and unclampeo. Line is flushing well. Pump finally infused after reconnecting.